Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a prefix device was implanted into the patient during a procedure performed on (B)(6) 2010. As reported by the patient's attorney, the patient had an unknown sling implanted on (B)(6) 2015 for a cystocele and recurrent stress urinary incontinence. Another procedure was performed on (B)(6) 2016 for drainage of perirectal abscess. On (B)(6) 2018, the patient underwent another procedure for incision and drainage of abscess and a fistula repair. Boston scientific has been unable to obtain additional information regarding the event to date.

Event description:
It was reported to boston scientific corporation that a prefyx device was implanted into the patient during a procedure performed on (B)(6) 2010. As reported by the patient's attorney, the patient had an unknown sling implanted on (B)(6) 2015 for a cystocele and recurrent stress urinary incontinence. Another procedure was performed on (B)(6) 2016 for drainage of perirectal abscess. On (B)(6) 2018, the patient underwent another procedure for incision and drainage of abscess and a fistula repair. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Correction to field b1 adverse event/product problem. Block h6: patient codes of 1690 and 1862 capture the reportable events of perirectal abscess and fistula respectively. Patient code 3191 captures the reportable event of incision and drainage of the abscess, and fistula repair procedures. Block h10: the complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.